Manufacturer narrative:
(B)(6). Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-sep-2020. It was reported that crossing difficulties and shaft kink were encountered. A 3.00 x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the device was bent after pushing. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed stent damage.